Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during the low rectal resection, after fired, found the staples malformed with irregular shape. Another device was used to complete the case. There were no adverse consequences to the patient.